Manufacturer narrative:
The alleged event of a "blank screen" was confirmed by the manufacturing plant. A visual inspection of the returned cycler exterior showed no sign of physical damage. Powered up cycler, the screen is blank. Stop and ok buttons lit but does not operate due to a blank screen. Could not configure the screen functions. During the power was on, a burning smell was detected. Performed investigation and determined the t1 transformer shorted out on inverter board and will be replaced in production. Inverter board check failed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported to technical support that the liberty cycler screen went blank during training. The patient was not connected to the cycler at the time. The cycler was turned off and back on and only the ok key and stop key lit up. The cycler then proceeded to emit a burning smell. The nurse was advised to discontinue use of the liberty cycler. The cycler was replaced.